Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer wanted to know how to fix this error code 240.4150. The tech recommended replacing the bottle-side pressure sensor. There was no patient involvement.

Event description:
It was reported that the customer wanted to know how to fix this error code 240.4150. The tech recommended replacing the bottle-side pressure sensor. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 240.4150. Technical support: 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/12/2016 to the present date 01/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: pa-2014-0026 for lvp pressure sensor h3 other text : no product returned.